Event description:
It was reported that the registration was inaccurate while using the navigation system ii - cart during an open posterior spinal fusion procedure. When the navigated instrument was placed near the pedicle, the sagittal view showed it was off by over 2mm. The case was completed successfully using traditional methods and without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of inaccurate registration can be confirmed as a stryker employee was present during the case; however, a product malfunction could not be identified during device evaluation.

Event description:
It was reported that the registration was inaccurate while using the navigation system ii - cart during an open posterior spinal fusion procedure. When the navigated instrument was placed near the pedicle, the sagittal view showed it was off by over 2mm. The case was completed successfully using traditional methods and without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.